Manufacturer narrative:
(B) (4): evaluation results: other - visual inspection of the returned product found the push rod broken off the injector and stuck, along with lens in cartridge. The cartridge tip was split. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).

Event description:
A aa4204vl lens, 16.5 diopter was returned stuck in cartridge along with broken push rod of the injector. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available.